Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: night shift nicu rn-reported perfusor syringe pump over infused programmed volume. Per nurse educator-(B)(6) who received the report. "Feeding syringe: nutrisafe by vygon 60 ml programmed to run feeding 50 ml over 1 hour. Nurse stated that 55 ml were infused.

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The device was not returned for evaluation. Review of the record noted that the infusion systems syringe being used during the over infusion is not one that is approved for use in perfusor. Feedback provided by medical affairs specialist ii. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.